Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the atrial lead exhibited poor sensing and helix failed to extend. The procedure was completed using a different lead. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
The reported events of a helix mechanism issue and low sensing were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was severely over torqued in the connector region consistent with the procedure damage. After cleaning and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing performed did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure. The cause of the reported events was isolated to the inner coil over torqued in the connector region and the helix being clogged with blood/tissue.